Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Prime/fill anomaly not confirmed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had prime anomaly. Customer's blood glucose level was unknown. Customer stated that they receiving a rewind request three times. The customer was able to complete rewind process but it was incomplete. Customer stated insulin was squirting out during the fill tubing process. Customer stated they are unable to exit the load reservoir process. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert backup plan per health care professional instructions. The insulin pump will be returned for analysis.